Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart half height drawer 4.1 was not detected any pockets on the communication bus at the station. A field service engineer ejected all the pockets and hga, cleaned debris, and then reseated all the row board connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed, which resulted in an error message indicating that the "device was not detected on the communication bus", preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.